Event description:
Seven coils had been successfully deployed into the aneurysm. The physician deployed the eighth into the aneurysm and the coil detached. The physician verified that the coil had successfully detached under fluoroscopy and noted that a small part of the coil remained in the microcatheter. The physician used the delivery wire to push the coil fully into the aneurysm. The physician wanted to place one last coil into the aneurysm but the tip of the coil [subject device] caught on the end of the previous coil during deployment. The physician applied force to remove the coil and noted that the coil had stretched. A goose neck snare was used to successfully retrieve the coil. There was no reported clinical consequence to the patient.

Manufacturer narrative:
Additional information from the user facility stated that the anatomy was moderately tortuous and continuous flush was maintained.

Manufacturer narrative:
The device history record review (DHR) confirmed that the device met all material, assembly and performance specifications. The device was returned with the microcatheter used in the procedure. Visual inspection of the returned devices noted that the delivery wire was stuck inside the microcatheter and a mandrel was used to push the delivery wire out of the microcatheter and a lot of blood was noted to be present on the two devices. This is indicative that continuous flush was inadequate. The proximal contact was noted to have detached from the delivery wire. The coil was not found to be stretched but was noted to be kinked. No other anomalies were noted. Additional information from the facility stated that the physician felt that there was no more space to deploy any coils into the aneurysm but an attempt was made to place a further coil. Based on the investigation it was determined that use/user error was the most likely cause as it is probable that a combination of attempting to place a coil into an already packed aneurysm and applying force may have contributed to the reported event and the investigation finding of a kinked coil.

Event description:
Seven coils had been successfully deployed into the aneurysm. The physician deployed the eighth into the aneurysm and the coil detached. The physician verified that the coil had successfully detached under fluoroscopy and noted that a small part of the coil remained in the microcatheter. The physician used the delivery wire to push the coil fully into the aneurysm. The physician wanted to place one last coil into the aneurysm but the tip of the coil [subject device] caught on the end of the previous coil during deployment. The physician applied force to remove the coil and noted that the coil had stretched. A goose neck snare was used to successfully retrieve the coil. There was no reported clinical consequence to the patient.